Manufacturer narrative:
The analysis results found that two devices were received. Device a was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Device b batch # t9115k, lot # t4vvvh24. Method codes: 10, 38; results codes: 101, 404; conclusion codes: 47, 80. Code comments: broken blade. Manufacturing date = 03/03 and expiration date = 02/08. Device b was returned with the tip of the blade broken off. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, damage may have

Event description:
It was reported that during an unknown procedure, the lcsc5 gave a steady tone with an h2tuv. There was no patient consequence.